Event description:
It was reported that when using the bd pyxis¿ es server did allow other facility to approve a medication from pharmacy. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device allowing other facility to approve a medication from pharmacy formulary. The technical support specialist (tss) referred to knowledge article es 1.6.1 multi facility accounts cannot add medications to the approval queue and guided the customer on instructions, including using the f5 button. The tss generated a report confirming 34 stations were loaded with the medication. The tss checked in query using knowledge article unable to add pis item to approval queue - 1.6.1-1.7.x indicated only one facility was affected, likely due to manual creation in patient encounter system (pes) without selecting the facility. The tss advised customer on workaround 1, but they requested database (db) engineer escalation. Product support engineer (pse) applied internal solution per knowledge article unable to add pis item to approval queue - 1.6.1-1.7.x resolving the issue. Medication now appears in the approval queue, and customer verified resolution. Case closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server did allow other facility to approve a medication from pharmacy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.